Event description:
A (B)(6) old female patient called zoll customer support to report that she was having trouble charging one her battery packs. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not charging) was confirmed. Upon investigation the battery was not able to charge and was unable to power up a test monitor. The battery cells were completely drained. The root cause for the dead cells could not be positively identified but was likely excessive discharge during patient use. No adverse event resulted from the dead battery cells. The patient received a replacement battery pack.